Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead screw mechanism was unable to be retracted while being exercised on the operating table prior to implant. The lead was removed from being used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.